Event description:
It was reported that the dependent patient presented for a pocket evacuation due to a hematoma. The procedure was successful. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.